Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the bnes565 implant was removed due to an unknown reason.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331 and 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was received for evaluation. The reported condition of medical other was not confirmed as no objective evidence was provided. Visual evaluation identified no apparent malfunction as well as signs of use and dried blood/bone debris present on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.